Event description:
Caller reported that touchscreen on pump was cracked and shattered, making it unresponsive and illegible. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.